Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the surgeon feels the lens was defective as it came out of the injector.

Manufacturer narrative:
The device and the lens were returned separate. The device was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic and dried blood is observed in the device. The plunger was retracted to mid-nozzle. The posterior of the nozzle has an aneurysm formed beginning in the thick wall of the nozzle cone and extending throughout the tip posterior. The lens was returned fully submerged in clear solution in a small jar. The lens was in two pieces. The lens was removed and allowed to air dry. One optic portion is split/cracked on the edge. All product and batch history records are quality reviewed prior to product release. A non-qualified viscoelastic was used. The plunger and the lens were returned separately. The optic is torn/cut into two pieces, similar to damage from an insertion and removal. One optic portion is damaged on the edge. The edge damage was most likely interpreted as the reported complaint of "dent in periphery". The root cause of the damage may be related to a failure to follow the dfu. A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. Also a large aneurysm was observed along the posterior of the device nozzle. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the bottom of the nozzle started in the thick wall cone area of the nozzle. The damage extended through the thick would guard area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The observed device damage would indicate the lens and/or plunger were not in acceptable positions for advancement. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the surgeon feels the lens was defective as it came out of the injector.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting a intraocular lens (iol) using a preloaded delivery system, there was a dent in the periphery noted. The lens was removed and replaced during the initial procedure. There was no reported patient impact. Additional information was requested.